Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped compressions and displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection of the returned platform was performed and found no physical damage. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the sticky clutch was noted. The sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in july 2014 and is almost 5 years old, the expected service life of the platform. Therefore, this type of issue is characteristic of normal wear and tear. The archive data review indicated multiple error message user advisory (ua) 45 on the reported event date. Following the service, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries until discharged and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Event description:
As reported, the autopulse platform displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. Troubleshooting steps are unknown. No additional information was provided. No known impact or patient consequence information was available.